Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture. Chest x-ray was performed and confirmed lv lead dislodgement. The lv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Final analysis did not find any anomalies.